Event description:
Event description cpi received information that the physician elected to explant this implantable cardioverter defibrillator (ICD) and replace the ICD with a new ICD system. No allegations exist against this device during its service life.